Event description:
No adverse event associated with this complaint. The patient reported they performed the load cartridge step while attached to the infusion set, and the pump delivered insulin. The patient's blood glucose level remained above 80mg/dl.

Manufacturer narrative:
The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.